Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Consumer states footplate will not stay up - needs to keep having tightened. MDR filed.